Event description:
It was reported that that a backup battery was requested from stock by systems research and development for testing. Upon connection to a known functional system controller, the system controller had a backup battery fault alarms for a backup battery circuit fault, with yellow wrench and intermittent audio beep. It was noted that the backup battery could not support the pump when external power was disconnected. When the external power was disconnected, the pump stopped indicating no backup battery power; the system controller continuous tone activated upon disconnection of external power, but no system controller light emitting diodes (leds) of liquid crystal display (lcd).

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm and the inability of the backup battery to support the system when the external power is disconnected is confirmed. A backup battery serial number (B)(6) was received for evaluation. Visual inspection of the backup battery pins was unremarkable. The battery manufacturing date was 13sep2022. The backup battery was installed into a test system controller connected to a test power module and an intermittently active backup battery fault alarm during the charging process was reproduced and once the backup battery was fully charged, a constant backup battery fault message/alarm activated on the test controller screen and a replace backup battery message on the test system monitor screen. A test pump was connected and when the controller¿s power cables were disconnected from the test power module the test pump stopped and the system controller continuous tone activated; with no active light emitting diodes (leds) of liquid crystal display (lcd). A component level troubleshooting was performed and a compromised voltage regulator was confirmed. The voltage regulator output was measured ~1.033v instead of the expected 5v. The compromised output was confirmed on multiple test points. Due to the location of the component and the complexity of removing all the cells, the voltage regulator was not replaced. In conclusion, the root cause for the reported event was isolated to a compromised electronic component in the backup battery. The specific mechanism that contributed to the compromised component was not able to be determined during this evaluation. The review of the battery test datasheet prior to the shipment to r&d confirmed the battery passed all test steps including the verification of the 5v signal. The company will continue to monitor and track for similar events. The backup battery, serial number (B)(6) functional test was reviewed and the battery passed all initial testing per the receiving inspection test datasheet. The review of the test datasheet confirmed that the 5v was present during the functional test. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook and heartmate 3 instructions for use only detail the ¿common system controller alarms¿ (as the listed alarms are called in the heartmate 3 instructions for use), sufficient instructions are however available in the heartmate 3 patient handbook to allow the patient to assess when the situation is an emergency. A system controller alarming with a blank screen, and not meeting the detailed alarm, is expected to be considered as a case when ¿the system is not working right¿ and ¿a change in the how the pump is working¿, especially if the pump stops and the ¿pump running¿ symbol is black. In such cases, the patient is expected to call the hospital, as instructed in section 8 of the heartmate 3 patient handbook to receive further instructions. Likewise, clinicians have been trained to troubleshoot alarms and to have the controller exchanged to resolve most of the hazard alarms. In alarms where the is black, showing a pump stop, one of the listed actions is to have the controller exchanged). Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.